Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons, no further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.